Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post sensed t-wave oversensing on the ventricular lead was observed. The device was reprogrammed and remains implanted.